Event description:
Reporter stated that patient's blood glucose was measured, using the suspect device, with a result of 287 mg/dl. Within 5 minutes, patient's blood glucose was reportedly retested, on a physician's device, with a result of 120 mg/dl. Patient's therapy was not modified based on the value obtained on the suspect device. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.